Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 08/09/2013 to present date 11/16/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the main board needs to be replaced. No patient impact is noted.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the main board needs to be replaced. No patient impact is noted.